Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bai power conversion assembly enabled motion but did not power up the generator. It was also found that pins 1 & 3 had issues. The power conversion enclosures were returned to the manufacturer for analysis. Analysis found that there was no input voltage and both of the q1 & q28 transistors were found to be shorted.

Event description:
Medtronic received information regarding an imaging device being used during a show, not clinically. It was reported that the x-ray pendant was not enabled and displayed "initializing, please wait". The x-ray key was turned to the right horizontally and the image acquisition system (ias) restarted on its own but then displayed "initializing, please wait" again. The device was restarted with the umbilical cable disconnected but that did not resolve the issue. When the umbilical cable was plugged in, that did not resolve the issue as well. The dongle was also disconnected and reseated but no resolution.